Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure and nurses were unable to clear the obstructions. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer found that the auxiliary full height drawer was failing to stay closed also discovered the latch magnet was missing. Installed a new latch, and the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.